Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's controller wouldn't charge from the wall adaptor. The patient reported being in severe pain and went to use his controller but discovered he needed to charge the controller, so he plugged the controller overnight for 11 hours. Thereafter, the patient discovered that the controller did not charge and he was unable to charge his stimulator due to the controller battery needing to be charged. It was confirmed that the controller doesn't recognize the power supply cord when plugged into the controller and the outlet. The patient confirmed that the green light was lit up on the power supply cord. On (B)(6) 2019, the patient inquired about the replacement controller that was shipped. Additional information was received on (B)(6) 2019, the replacement controller was received but the issue wasn't resolved. The battery pack was still not charging. The controller was paired, however, when he plugged the controller into the outlet, it was still not recognizing the device. The controller hasn't charged up in the hour that it was plugged in, toggles between 0 - 10%. The patient believes it was the battery pack. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported that a no device found screen was seen. The controller was moved closer to the ins. The rep said a new controller and battery pack were sent to the patient. The ins was not paired with the controller on the day of the call. It was determined that the ins was paired since the rep saw the patient's name on the controller home screen. The actual issue was that the controller wouldn't connect to the ins and kept getting screen 16. The rep tried to charge, but they were unable to and couldn't get past screen 51. The rep removed and reinserted the battery pack and recharger from the controller. The rep was then able to charge, but noted the ins was at 60%. The rep was able to access technician mode. The rep called back later and said when the recharger was connected the controller was able to connect to the ins, but the controller wouldn't connect when the recharger was disconnected. The rep said that the controller will not find the device when attempting to unlock the controller. It will only pair once the recharger adapter with paddle connected is plugged in. The rep attempted to un-pair and re-pair but was unsuccessful. The rep was able to connect the recharger adapter in order to get to home screen so the patient can adjust intensity settings. Otherwise he is unable to find device with the controller once the screen is locked. The caller stated that in instances where the patient would connect the controller using the recharging antenna the patient could then disconnect the recharger and the controller would continue to communicate with the ins. The caller stated that she couldn't access tech mode with the controller. The caller stated that she tried the code but the controller wouldn't enter tech mode. The caller stated that the arrow buttons on the controller are working because the patient could make adjustments when the controller was communicating with the ins. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97745bp, lot# nlh004735n, product type: accessory; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-08-28. The patient reported he is having problems with charging. He keeps getting messages. He is not sure what message, it might be screen 51. It will say excellent and 2-3 min later it beeps and says we cannot charge, call manufacturer. He unplugs the device and starts all over again and then it is charging again. During the call the patient had to reposition antenna once but was able to successfully start the charging session. The patient added this problem has been happening for some time. It was reviewed it appeared the patient¿s equipment was working on the call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient continued to have communication with the controller to implantable neurostimulator (ins) only when the recharger was connected. The manufacturer representative (rep) had issues getting to the tech mode. They were able to put into tech mode, and disable and re-enable without success. The controller was then paired to the ins, which was successful. The controller was working with the ins without the recharger connected the issue was resolved by selecting new implant. It was believed that the issues with the tech mode could be due to not holding the up/down on 3rd sequence long enough. There were no further complications or anticipations reported with this event.